Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via facebook that the insulin pump fail due to shallow swimming. Customer's blood glucose level was unknown. Call back was unsuccessful. Customer also stated that auto mode was not working. Device will not be returned for analysis.